Event description:
The customer reported that the unicel dxh 800 coulter cellular analysis system failed to flag for blasts on one specific sample as compared to the manual differential. No instrument flags or messages were generated. The erroneous differential results were not reported out of the laboratory and patient treatment was not impacted by this event. Sample information as not provided by the customer and it is unknown if the controls were run before and after the event. Service was not dispatched for this event analysis of the raw data provided the following: the provided sample has lymph blasts, according to the manual review. The algorithm does not set suspect or review flags, since the histograms of the sample do not show significantly abnormal patterns. The statistics of populations are within normal range. The root cause is the sample histograms do not show significantly abnormal patterns for the algorithm to set suspect or review flags.